Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device needs service. It is unknown if the device was used during surgery; it is also unknown if there were any injuries or medical intervention related to the event. The event occurrence is unknown. No additional information available.